Event description:
Reportedly, the instrument's jaws would not open to release the tissue after firing. Therefore, the surgeon decided to convert the procedure to an open surgery to remove the instrument and complete the case without further incident. Procedure: lap ultra lar. Pt status: no pt injury reported.